Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it was reported that the blue tops are overfilling. I am getting reports of blue tops that are overfilling. Looks like lot#9184804 exp. 04/30/20 so far. It's overfilling by 1/4 inch.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it was reported that the blue tops are overfilling. I am getting reports of blue tops that are overfilling. Looks like lot#9184804 exp. 04/30/20 so far. It's overfilling by 1/4 inch.